Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Following a glaucoma filtration device surgery a surgeon reported corneal endothelial cell loss. The endothelial cell loss fluctuated and was minimal. At 18 months postoperatively the surgeon also reported macular edema. The device remains implanted.

Manufacturer narrative:
Additional information provided in relevant tests. The manufacturer internal reference number is: (B)(4).